Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with six proglide devices using the pre-close technique via a 7f sheath hole prior to a congenital pelvic syndrome interventional procedure. Femoral imaging was not performed. Reportedly with all 6 proglide devices, the suture was not present when the plunger was removed. The sheath was upsized to a 20f and the interventional procedure was completed. Hemostasis was achieved via a cutdown for manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The five additional proglide devices are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture was not present when the plunger was removed¿ was not confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: lot number and expiration date.